Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was seeing both 0 coupling bars and then the reposition antenna screen. They stated they might be able to get 8 boxes every once in a while but if they slightly move, they all drop. They stated they spend 2 hours on new years trying to get charged. The patient also stated they cannot use the recharging belt because it does not work and just slides off. The patient stated the ins moves up and down in the pocket site but not side to side and was not tilted. They stated they have a hernia, gallstones, and have lost over (B)(6). They stated they are having surgery for these shortly. The patient was redirected to a healthcare professional (hcp) to have the ins checked and were also sent a replacement ins recharger (insr) antenna to try. No patient complications were reported as a result of this event.